Event description:
A (B)(6) female pt contacted zoll lifecor customer support to report that a wire was pulled out of the back of the electrode belt. The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem (damaged wires) has been confirmed. Upon receipt, it was found that the rear therapy electrode cable was pulled from the distribution node strain relief. The root cause of the pulled cable cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.